Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr, ous 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination found that the stent had detached and separated and was not returned for analysis. Additional information was requested on how stent detachment occurred however; no further information was available on the reason why the stent was detached. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-oct-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 34x30mm, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a 1.5x8 balloon catheter. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with 2.75mm promus element ¿ stent. No patient complications were reported. However, returned device analysis revealed that the stent was detached.